Event description:
Patient's family member contacted codman via e-mail to report the valve would not program properly and patient suffered headaches; nausea and overdrainage as a result. Valve was explanted.